Manufacturer narrative:
Suspect device received on november 01, 2022. Device evaluation completed on november 02, 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 225cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
Hold for tg it was reported that a 58-year-old african american female patient who underwent a breast augmentation primary with a mentor memorygel, 225c silicone breast implant, experienced left-sided capsular contracture grade iii postoperative. The matter was diagnosed through patients symptoms. As a result, patient underwent unilateral replacement with cat#:3502004bc/ sn#: (B)(4) on (B)(6) 2022.

Manufacturer narrative:
Additional information received on november 14, 2022, indicated that the patient also experienced bilateral areola asymmetry and malposition. Patient also underwent bilateral areola revision, and bilateral inframammary shin excision, and left side capsulectomy. Manufacturer¿s reference number: (B)(4).